Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 2 days per the pump history records. Battery cycle 23.0 received the lowbatteryalert (104) on 11/21/2025 07:56:00 after more than 7 days at 7.28 days. Battery cycle 22.0 received the lowbatteryalert (104) on 11/13/2025 12:25:00 after more than 7 days at 14.03 days. Battery cycle 19.0 received the lowbatteryalert (104) on 09/05/2025 10:46:00 after more than 7 days at 36.12 days. Battery cycle 17.0 received the lowbatteryalert (104) on 06/09/2025 07:36:00 after more than 7 days at 30.9 days. Battery cycle 16.0 received the lowbatteryalert (104) on 05/09/2025 02:28:00 after more than 7 days at 12.28 days. Battery cycle 15.0 received the lowbatteryalert (104) on 04/26/2025 17:38:00 after more than 7 days at 12.26 days. Battery cycle 14.0 received the lowbatteryalert (104) on 04/14/2025 11:21:00 after more than 7 days at 12.06 days. Battery cycle 13.0 received the lowbatteryalert (104) on 04/02/2025 08:32:00 after more than 7 days at 13.04 days. Battery cycle 12.0 received the lowbatteryalert (104) on 03/20/2025 07:31:00 after more than 7 days at 42.92 days. Battery cycle 11.0 received the lowbatteryalert (104) on 02/05/2025 09:10:00 after more than 7 days at 50.99 days. Battery cycle 9.0 received the lowbatteryalert (104) on 10/26/2024 11:22:00 after more than 7 days at 52.03 days. Battery cycle 4.0 received the lowbatteryalert (104) on 04/08/2024 11:37:00 after more than 7 days at 51.11 days. Battery cycle 3.0 received the lowbatteryalert (104) on 02/17/2024 07:26:00 after more than 7 days at 24.72 days. Customer did not experience an unexpected power loss of less than 2 days per the pump history records. Customer experienced an unexpected power loss of less than 2 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert, the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and this was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.